Event description:
A review of programming history was performed, and diagnostics from 8 months prior to the patient were available and appeared to be within normal limits. Attempts for product return, as well as additional information have remained unsuccessful.

Event description:
Additional information was received on (B)(6) 2012 indicating that the cause of death was a hemispheric hemorrhage. The physician's office was unsure if the hemorrhage was related to vns. The patient's settings were not provided, and no additional information was obtained. Attempts for product return have been unsuccessful to date.

Event description:
It was reported on (B)(4) 2012 that the patient passed away. The date of death was (B)(6) 2010. The cause of death is unknown. Additionally the believed relationship between the cause of death and vns therapy is unknown. Attempts for additional information are underway.

Manufacturer narrative:
.